Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms, elevated threshold measurements and noise on the atrial channel. A revision procedure was performed and this atrial lead was removed from service and replaced. No adverse patient effects were reported. The lead was surgically abandoned. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.